Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. No findings possible at this time. Part not received by manufacturer.

Event description:
A site representative reported that during a spinal fusion procedure, an awl-tipped tap instrument and an instrument tracker became bound together, and could not be separated, or used for navigation. It was reported that the bound parts were used with a power driver. There was a reported delay to the procedure of less than 1 hour due to this issue. The procedure was completed successfully without the use of these instruments, and no impact to the patient or user was reported.

Manufacturer narrative:
Patient ID and patient age updated to proper values.

Manufacturer narrative:
Investigation of returned suspect navlock tracker finds that the tracker was returned with an awl tip tap stuck within the handle. After removing the awl tip tap galling lines were found on the mating surfaces of both parts. Otherwise, with markers attached and fully seated, the tracker returned a good geometry error. The reported issue was confirmed to be caused by galling of the instrument. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Medtronic representative reported that the site was able to navigate with another (B)(6).